Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella rp device for mechanical circulatory support. While on support, the patient was taken to unit due to surgical bleeding. An echocardiogram was utilized to confirm impella rp placement, and the pump speed level was increased to fill the left ventricle. The patient¿s chest was opened at bedside to rule out constriction, and the left ventricle was reported to be functioning as normal. The device was explanted, care was withdrawn. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome. The patient¿s peri-procedural condition was critical.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.